Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pd effluent sample bags leaked. This occurred during use for peritoneal dialysis (pd) therapy. The leaks were located at both the medication port and the connection point of the effluent bags and the transfer set. The patient was given prophylactic antibiotics and the transfer set was changed as precautionary measures. There was no patient injury associated with this event. No additional information is available.